Manufacturer narrative:
The liko lift was withdrawn with immediate effect. Hill-rom has requested the customer to return the lift to hill-rom for analysis. Hill-rom will conduct an investigation on the returned product and send a follow up report.

Event description:
It has been reported to hill-rom that the care giver has raised the resident with liko lift. The patient suddenly dropped about 1 m to 1.5m. No injury reported.